Event description:
It was reported that during a breast biopsy procedure, after clip application the doctor realized that the plastic tip of the marker was missing. It must be inside the breast, cut off by retraction. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.